Event description:
The complainant alleged that during a routine shift check by a clinician, device powered up to a distorted display. The complainant indicated there was no pt involvement with this reported incident.